Event description:
A dealer representative stated that a nurse from primary health associates ran a blood test on the contour meter and received a reading of 500mg/dl. A second test was run on a different meter and the reading was 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The rep does not have access to the meter or strips that were used so product information could not be provided. The end user declined further contact. Product will not be returned for evaluation and no product is being replaced.

Manufacturer narrative:
The customer's personal information and initial reporter's complete information was not given. The product information could not be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.